Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited elevated shock lead impedance measurements. Following a high energy shock last month, the impedance measurements were lower and have since climbed again. There is no noise on shock electrogram.